Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was not working properly. Customer had performed high pressure test and received insulin flow blocked alarm. Customer experienced high blood glucose which was 351 mg/dl. Customer treated the high blood glucose with manual injection. Customer was on auto mode. Customer was using insulin pump within 48 hours of reported event. Customer was treated with insulin pump. No further patient complication was reported. Trouble shooting was performed and insulin pump will not be returned for further analysis.